Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, h2, h3, h4, h6. The following section was corrected: d5. The reported event was confirmed by review of provided radiographs. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of the provided radiographs identified the following: implant fit appears maintained. There is malalignment secondary to the implant disassociation. Bone quality is osteopenic. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report at this time.

Event description:
It was reported that the patient was implanted with a reverse shoulder. Subsequently, the patient was revised due to disassociation. The surgeon re-implanted the glenosphere and taper adapter during the revision procedure. The only products removed and replaced during the revision were the humeral tray and bearing. There was harm, injury, surgical/medical intervention to patient as the patient had to underwent additional surgical procedure. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under: (B)(4). D10 narrative: item: 115370, lot: 604710, item name: comp rvs tray co 44mm., item: xl-115363, lot: 204040, item name: arcom xl 44-36 std hmrl brng. The product will not be evaluated by zimmer biomet as it remains implanted in the patient. Once the investigation has been completed, a follow up/final report will be submitted.